Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the clinician programmer showed the implantable neurostimulator (ins) was 100% charged and the interrogation printout showed the ins was 90% charged. The ins battery had discharged 15% between (B)(6) 2017 when stimulation was inactive due to an electrode not being programmed and stimulation being at 0v.

Event description:
Additional information received from a manufacturer representative reported the cause of the event was determined and the implantable neurostimulator (ins) was reprogrammed with 3v on (B)(6) 2017. No error messages were visible or reported. The reason for the reset of the programs between (B)(6) 2016 and (B)(6) 2017 remains unknown. Stimulation had been set to 0v and the stimulation electrodes had been actively or passively removed. On (B)(6) 2016, the ins was programmed to c+, 1-, 2-, 3- at 6.1v, 150 usec, and 150 hz on the left side and to c+, 9-, 10-, 11- at 6.0v, 150 usec, and 150 hz on the right side. Impedances were measured to be normal and the ins was fully charged at that time. On (B)(6) 2017, the ins was at elective replacement indicator (eri). Impedances were okay and the ins was fully charged. No troubleshooting was done and no further actions were taken or planned. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported that the patient was implanted for obsessive compulsive disorder (ocd) and had been in a rehab center for several years. The nursing staff who took care of the patient had been charging the ins. There was no loss of therapy and therapeutic effect had increased over time. In the past the implantable neurostimulator (ins) was very high. The ins was at elective replacement indicator (eri) after being implanted for 8 years.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the nursing staff was surprised when the recharge interval for the patient's implantable neurostimulator (ins) had been extended and the ins was 100 percent charged. The ins was interrogated. The ins was found to have no electrodes programmed and the stimulation amplitude to be set to 0v. The hcp was going to analyze the interrogation data. No environmental, patient or external factors contributed to the event. The ins was going to be reprogrammed. No surgical intervention was taken or planned. The issue was not resolved at the time of this report. No patient complications were reported.